Manufacturer narrative:
The product 8506y evaluated for the malfunction lid. The reported condition was observed on photo but as no physical sample available door functionality cannot be evaluated. The lot number was obtained from the sample photograph. Device history records data reviewed for 176577 and no internal reject found during production. The door function inspection was performed during manufacturing and met all acceptance criteria. The DHR review was performed based on lot number information gathered from sample photo evaluation. The ampule is very light weight sharps disposal which required door function ¿lift to assure disposal¿ as printed on the door. It may require different style of lid-container should be used in this type of setting based on type of sharps disposal (ampule-light weight). The root cause is determined to be customer misuse. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an event with no user harm or injury. It may be different style lid/container opening unit should be used for customer¿s specific end use application. Also as per instruction for use needs to be follow for door function ¿lift to assure disposal¿. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that ampules are getting stuck in a sharps container lid twice. The customer had to flip the lid 2- 3 times to get the ampule pieces to drop in to the container.

Manufacturer narrative:
Submit date: 08/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that ampules are getting stuck in a sharps container lid twice. The customer had to flip the lid 2-3 times to get the ampule pieces to drop in to the container.